Manufacturer narrative:
Per the clinic. The patient experienced drainage behind the ear and subsequently was treated with antibiotics (specific date, type and duration not reported). The patient underwent explantation on (B)(6) 2025 under general anesthesia. During the procedure, the wound was irrigated and the granulation tissue was removed. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an unknown reason. It is also unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the post-auricular implant incision site which leads to the decision to explant the device. There are no plans to reimplant the patient with a new device to allow the site to heal and free of infection. Additional information has been requested but has not been made available as of the date of this report.